Event description:
It was reported that the patient's right ventricular (rv) lead had low impedence with decreasing trends. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 693335 implantable tachy lead: (B)(6) 1995. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. An out of tolerance sub threshold lead impedance alert occurred on (B)(6) 2014. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreased below 200 ohms (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later explanted and replaced.